Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for a generator changeout procedure. Upon removing the pulse generator, the ventricular lead exhibited loss of capture. It was discovered the lead fractured. The lead was capped and replaced. The patient was stable post procedure.